Manufacturer narrative:
The device has not been received. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the preparation, when a 0.010 guidewire was removed from the apollo catheter, the detachable tip unintentionally detached from the apollo catheter. A new apollo catheter was used to treat the patient. The catheter was flushed. The guidewire was hydrated.

Manufacturer narrative:
The apollo micro catheter (model: 105-5096-000; lot: a642917) was returned for analysis within a shipping box. The ¿0.010inch¿ guidewire used in the event was not returned. In addition, the make/model of the guidewire was not provided. Per the apollo IFU (instructions for use), the apollo micro catheter is compatible for use with guidewires with a maximum od of 0.010¿. Therefore, it appears the guidewire is compatible for use with the apollo micro catheter. However, any other contributing factors (other than outer diameter specification) from the guidewire could not be assessed. The apollo micro catheter was decontaminated. The apollo total length was measured to be ~171.7cm, the usable length was measured to be ~165.1cm which within specification (165.0cm ± 2.5cm) and the distal floppy segment was measured to be ~25.8cm which is within specification (25.0cm +2cm -1cm). Upon visual inspection, a gap was foun d to be present between tubing proximal end and taper transition line within the apollo hub. A formal investigation has been conducted regarding this ¿hub gap¿ issue. No bends or kinks were found with the apollo micro catheter body. The apollo detachable tip was found to be intact. The apollo catheter body was found to be stretched proximal to the ldpe coupling tube and at the proximal end of the detachable tip. It is likely the apollo catheter body stretched due to excessive force (pushing/pulling) against the reported resistance. No damages or irregularities were found with the apollo distal tip/marker band. The apollo micro catheter was flushed, water exited from the distal tip. The apollo micro catheter was then tested with an in-house x-pedion-10 guidewire (model: 103-0605-200 lot: 8313254). The in-house x-pedion-10 guidewire was inserted into the apollo hub. Resistance was encountered at the hub; however, with manipulation, was able to pass through the hub, into the catheter lumen and distal tip without issue. No other anomalies were observed. Summary: the apollo micro catheter was returned for analysis without the ¿0.010inch¿ guidewire used in the event. It appears the guidewire is compatible for use with the apollo micro catheter. However, any other contributing factors (other than outer diameter specification) from the guidewire could not be assessed. Based on the device analysis and reported information, the customer¿s reports of ¿catheter resistance¿ and ¿tip premature detachment¿ could not be confirmed. Resistance was encountered at the hub; however, the in-house x-pedion-10 guidewire was able to pass through the catheter lumen and distal tip without issue. The apollo catheter body was found to be stretched. It is likely the apollo catheter body stretched due to excessive force (pushing/pulling) against the reported resistance. During the device analysis, a gap was found to be present between tubing proximal end and taper transition line within the apollo hub. If information is provided in the future, a supplemental report will be issued.